Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges leakage between catheter and cannula. Caller reported the issue occurred with all boxes having the same lot number. No adverse event reported. Requested return of the alleged device for evaluation.